Event description:
Medtronic received information that when priming the oxygenator for ECMO use with saline. It leaked almost immediately. Liquid was observed coming from the gas outlet port. It was removed from the priming circuit and discarded. There was no patient involvement.

Manufacturer narrative:
Analysis: no product was returned for analysis. The product was discarded by the account. Without returned product we are unable to speculate as to the nature or the cause of the reported leak. Conclusion: without product analysis, we cannot speculate as to the nature or cause of te reported event. The incident occurred at prime and there was no patient involvement.